Manufacturer narrative:
MDR 3003442380-2024-02607 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On 19-apr-2024, it was reported that patient faced an issue with two infusion set cannula was bent. Infusion set was in use for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.